Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: an incomplete bolus alert occurs when "you started a bolus request but did not complete the request within 90 seconds." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple valid incomplete bolus alerts occurred. Reportedly, the customer did not exit the screen within 90 seconds. The customer's blood glucose (bg) level was 461 mg/dl at the highest and the bg level was addressed with a bolus via the pump as well as a manual injection. The customer cleared the alerts to address the events.